Event description:
Clinical report states patient was revised to address osteolysis. Loosening of the femoral component at the cement/bone interface was also reported, but is not the subject of the complaint because the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible as the required lot code(s) was not provided. The received medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information available to be reviewed, the complaint is unlikely to be product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address severe pain. Upon revision the patient's medial aspect of the tibia was cracked. At this time an unknown broach is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.